Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the basic occlusion test and the displacement test. However, the insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The functional testing could not be completed due to the prime anomaly the drive support disk was inspected and no anomaly was noted. The insulin pump was received with minor scratches on the display window.

Event description:
Customer reported via phone call to have high blood glucose of 429 mg/dl, which was treated with insulin pen. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. After troubleshooting, it was found that drive support cap was flushed. Customer was advised that insulin pump would need to be replaced.